Event description:
It was reported that the programmer has failed to interrogate devices, and it was additionally speculated that it may be the programmer's header connection which was at fault. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment of interrogation failure and the link electronic module (lem) printed circuit board (pcb) was therefore replaced and calibrated. Analysis also found a broken power cord bay, a damaged lower half case, broken display hasps, broken keyboard hinges and missing hinge plate screws. All affected parts were replaced, the display hinges were tightened to the specified torque, the hard drive was reconfigured and the software reloaded to resolve. (B)(4).